Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. Additionally, it was reported that the device and leads were extruding from the patient's skin. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.